Manufacturer narrative:
The reported events were lead dislodgement and "non-capture". As received, a complete lead was returned in one piece. The reported event of "non-capture" was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. The s-curve hump height was measured within specification.

Event description:
It was reported that the during an in-clinic follow-up, loss of capture was noted on left ventricular (lv) lead. A fluoroscopy was performed and revealed that the lead had dislodged. The lead was explanted and replaced. There were no patient consequences.

Event description:
It was reported that the during an in-clinic follow-up, loss of capture was noted on left ventricular (lv) lead. X-ray imaging was performed and revealed that the lead had dislodged. The lead was explanted and replaced. There were no patient consequences.